Event description:
Boston scientific received information that this right atrial lead was dislodged. The physician had repositioned this lead multiple times during implant. The lead was explanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The dates for event, implant and explant did not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, an electrical and a mechanical analysis. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Traction forces during surgery should be taken into consideration. The cuttings of the insulation occurred most likely during the explantation procedure. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, a bend in the lead's distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.